Event description:
Additional information was received that conductive telemetry was stable with no issues. There was poor p-wave sensing on the lp.

Event description:
During initial implant procedure of the leadless pacemaker (lp), the electrogram (egm) showed poor signal during mapping, however the electrophysiology (ep) study showed a sharp signal. The lp was not implanted. The patient was stable.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted both inner and outer helix length were within specifications. Further analysis performed, including output verification and sensitivity test, which showed normal device characteristics without any anomalies contributing to reported event of capture problem, sensing issue or ECG anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.